Event description:
The pt reportedly experienced a loss of lock with his internal device. External equipment was exchanged and programming adjustments were attempted however, this did not resolve the problem. The pt's device was explanted; the pt was re-implanted with another advanced bionics device.